Event description:
It was reported that a patient presented with shortness of breath and dizziness. Over-sensing of noise was noted on the right ventricular lead and right atrial lead. This resulted in inappropriate automatic mode switch noted on the atrial lead. Additionally, the ventricular lead exhibited extracardiac stimulation and far p over-sensing and loss of capture. This resulted in patient discomfort. Premature battery depletion was noted on the device. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that there were not allegations of premature battery depletion on the device.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.